Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-05075-1. Concomitant medical products: rhk right std resurf femur item# 154976 lot# 2696535, rhk std femoral augment 10rm item# 159463 lot# 1332752, rhk short hinge assembly item# 161583 lot# 3050854. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to pain, femoral loosening, and implant fracture. There is a fracture at the tapper junction on the femoral side of a biomet rhk (rotating hinged knee) revision knee. A lose femoral stem screw is also seen on the lateral x-ray. There is no additional information at this time.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately six years and five months post implantation due to implant fracture, pain, and loosening of the femoral component. With regards to the retained foreign body the broken off screw had migrated to soft tissue in the popliteal fossa and the surgeon deemed that it would be unnecessarily complicated and high risk to remove that item from that area and it wouldn¿t cause any further issues. There is no additional information at this time.